Event description:
A pump malfunction was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump using pump reset information, and the malfunction did not recur afterward. The customer was informed that they could continue using the pump.